Event description:
During a remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. Provocative testing was performed, but the oversensing was unable to be reproduced. Additionally, diagnostic imaging was performed, but no abnormalities were revealed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.